Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose was 250 mg/dl to 400 mg/dl. Customer stated they did not received no delivery alarm and blood glucose was 350 mg/dl. Troubleshooting was not done due to high blood glucose. Customer stated they took out the infusion set and out of the body and found bent. The insulin pump will be returned for analysis.